Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported blood glucose value of 37 mg/dl. The customer reported hypoglycemia treated with discontinue use of insulin delivery system, glucose/carb intake, emergency medical services (ems)/ambulance/emergency room (ER) visit. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer has been using the insulin pump system within 48 hours of reported and customer stated auto mode/smartguard feature was not active at time of low blood glucose event. The customer was able to upload to carelink. No further patient complications were reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08750 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 08-jan-2025, there is no autosuspend alarm/user suspended (2) alarm recorded in the formatted history file. On the event date of 08-jan-2025 of the daily total collection start time, the daily total of basal insulin delivered = 112750 (11.275 u) and daily total of bolus insulin delivered = 636000 (63.6 u) which is equal to the dailytotalofallinsulindelivered = 748750 (74.875 u). All bolus/basal were delivered in auto mode/manual mode. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the event date of 08-jan-2025, these pump error(s)/alarm(s) were noted: 2 sensor error alert and 2 lost sensor alert on (B)(6) 2025. The pump was programmed with basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. The pump sensor feature and the auto mode connection are working properly. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. No automode/smartguard anomaly noted during testing. Sensor error alert and lost sensor alert were not confirmed. Per r&d engineer mark freger: there is no evidence of of algorithm or pump misbehavior in auto mode. Pump was working as expected (see attached r&d analysis). The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.46 mv). The pump was received without a battery. The pump was received without the battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The pump passed all the required functional testing. Unable to confirm customer alleged for low bgs. Customer alleged for possible over delivery anomaly and automode/smartguard anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer's mother reported that customer had a low blood glucose treated with glucose spray, carbohydrate intake, and being taken by the paramedics to the emergency room at 14:30. Customer stopped using the pump in the hospital and caller wanted a replacement. Customer is not stopping use of pump therapy. Caller thought smartguard gave too much insulin prior to the low, although smartguard did stop auto basal. Per carelink, smartguard was used, though there was no autobasal or auto correction as sg was dropping fast.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.